Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed to go into threshold suspend per her settings. Blood glucose level at the time of the incident was 62 mg/dl, and the customer did not receive an alarm. Customer reported that her limit was set to 70 mg/dl. Customer stated that she almost lost consciousness. Blood glucose level at the time of the call was 378 mg/dl. The customer was advised as to the proper sensor usage techniques. The sensor was not replaced or returned for analysis.